Event description:
Boston scientific received information that this product part of a system revision due to infection. There were no additional adverse effects reported. Additional information indicates nothing was explanted. The product was modified surgically.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that the patient had an infected system. No adverse patient effects were reported. The system was explanted.